Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer was unable to load a new cartridge as the cartridge alarm recurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.